Event description:
It was reported that the patient experienced increased pain and a burning sensation around the implantable neurostimulator (ins). This occurred in the past week. The patient also experienced a shocking or jolting sensation. The sudden shocking sensation started about 1 week prior to the report. This occurred about 4 times during the week. About 1 month prior to the report, the patient fell in the bathtub, but he did not hit anything that would cause damage. The patient did not believe his fall was related to his current symptoms. The patient had a physician¿s appointment in the upcoming 2 weeks. Interventions and patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(6) implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).